Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient expired due to sepsis, parenchymal hemorrhage, the patient expired at home on palliative care. It was reported that the device operated as expected. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. It was reported that the device would not be returned for evaluation; therefore, no product was available for investigation. Bleeding, local infection, sepsis, driveline or pump pocket infection, and stroke are listed in the heartmate ii lvas IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the heartmate ii lvas IFU, including those entitled ¿caring for the driveline exit site¿ and ¿controlling infection¿. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.